Manufacturer narrative:
Batch review performed on 31-aug-2022. Lot 2009496: (B)(4) items manufactured and released on 10-dec-2020. Expiration date: 2025-11-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review.

Event description:
At about 1 year and 4 months after the gmk-sphere primary surgery, the patient came in reporting patella bone and tibial knee pain. The patient had a necrosis on the medial tibial part, but no issues related to the tibial component were detected. The surgeon revised tibial component and insert and resurfaced patella. The surgery was completed successfully.

Manufacturer narrative:
Clinical evaluation performed by medical affairs department little over one year after cemented tka the patient complains about anterior and tibial pain. The anterior pain is probably due to disease progression that may have started to affect the native patella. The tibial implant looks detached from the bone at the tibial plateau. The report says that the tibia was not loose, but it was still fixed probably only at stem/keel level. According to the surgeon this is due to bone necrosis, which is an explanation compatible with the images that were given to us. No postoperative xrays were supplied. There is no reason to suspect that a faulty device originated this problem. (The clinical evaluation was not reported in the initial report due to human error).